Event description:
During preventative maintenance of the device, a philips field service engineer (fse) detected a loss of audio. Damage was noted at the connector of the speaker. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.